Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. It was reported that the first two devices (both of lot r92f1g) ¿wouldn¿t deploy staples when fired¿. Did either of the first two devices (lot r92f1g) cut the tissue? Or, did the devices lock-out (no staples deployed and no cut line started)? For the third device (lot r9345j) that "felt funny": was there any difficulty firing the device? Was there any issue with the cut line such as jagged, dull knife, irregular, etc? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line?

Event description:
It was reported that during a laparoscopic appendectomy, on the first firing of the stapler, with a blue reload, the staplers didn't deploy when fired. A second like stapler was tried with a second like blue reload and the second stapler wouldn't deploy staples when fired. The sales rep didn't indicate if both staplers cut the tissue. A third like stapler from a different lot was tried, fired successfully, but the doctor indicated the stapler 'felt funny' but couldn't elaborate. The procedure was completed using the third stapler. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: it was reported that the first two devices (both of lot r92f1g) ¿wouldn¿t deploy staples when fired¿. Did either of the first two devices (lot r92f1g) cut the tissue? Or, did the devices lock-out (no staples deployed and no cut line started)? For the third device (lot r9345j) that "felt funny": was there any difficulty firing the device? Was there any issue with the cut line such as jagged, dull knife, irregular, etc? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line? Response: I do not have any additional information to provide.

Manufacturer narrative:
(B)(4). Batch # r57f4u. Device evaluation: the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.